Event description:
The device was used on a vaginal cuff procedure. It was noted that on direct visualization that approximately four staples had opened. The vaginal cuff was oversewn to close.

Manufacturer narrative:
5/1/1998-supplemental report #2 submitted to FDA.